Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. Diopter results for all lens were found with acceptable results. There is no associated deviation or non-conformity report found related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary surgery. The reason for explant was due to foggy vision, visual disturbance, and the patient was unable to adjust to monovision. The patient was unhappy. The lens was replaced with the same model, a slightly smaller, 17.0 diopter lens. The patient did well post op with a visual acuity of 20/25. No further information was provided.